Event description:
Clinician received a pt from or. Ap waveform on arrival had a lot of artifacts. It then squared off and was incomprehensible. Pump was functioning and pt was stable. Acs led clinician through troubleshooting steps but could not resolve issue. Pump was exchanged. There were no reported pt complications.